Event description:
A report was received that the patient was experiencing stinging sensation at the pocket site. The physician suspected leakage at the pocket site due to splitters which caused the stinging sensation. The patient underwent a revision procedure wherein the leads, lead splitters, and clik anchor were explanted and new leads and clik anchor were implanted and relocated. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-4316, lot #: 16240240, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.